Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress. .

Event description:
Description of event according to initial reporter: the patient attended the department for an ivc filter insertion. During the procedure, an ivc filter (B)(4) was planned to be inserted via the transjugular approach. However, during the first attempt at the ivc filter insertion, the struts of the filter were noted on only partially open despite multiple attempts at repositioning and redeploying the filter. I made a decision to remove the first ivc filter and to use a new cook celect ivc filter instead, thinking that the first filter was faulty. The second ivc filter (B)(4) was deployed and was again noted to have partially opened struts; a CT scan was done and the filter needed to be repositioned higher in the ivc. At this point, I used a cook gunther tulip retrieval set to remove the filter. A new cook celect platinum ivc filter was then inserted and this was now noted to fully deploy with opened struts. Patient outcome: the patient remained well during and after the procedure, no new issues were reported after the ivc filter insertion.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that during insertion of a celect-pt filter it did not expand as intended despite multiple attempts at repositioning. The filter was resheathed and removed from the patient and a new device was used instead ((B)(4) manufacturer ref# 3002808486-2022-00142). The second celect-pt filter was deployed and was again noted to not expand as intended. A CT scan was done, and the filter needed to be repositioned higher in the ivc. At this point a gtrs was used to remove the filter. A new device was used and completed the procedure successfully ((B)(4) this complaint). A single x-ray image was provided for the investigation and an imaging review was conducted. Per imaging reviewer´s findings: single x-ray image of a deployed celect platinum ivc filter and the complaint report were submitted for review. Single x-ray image of a deployed celect platinum ivc filter demonstrates the filter to the right of the lumbar spine. There is no significant tilt relative to the posterior spinous processes. The maximal distance between the primary filter feet on this projection measures 4.4mm. The maximal distance between the secondary filter arms measures 10mm. Per imaging reviewer´s impressions: the complaint report does not state the indication for ivc filter placement. The description of the events indicates a transjugular approach. No images of the inferior venocavogram were submitted to verify the patient¿s anatomy and suitability of the intended location of deployment. A celect platinum ivc filter was deployed in the ivc, but the physician noted the primary legs did not expand as intended. This filter was repositioned and eventually removed, and a second celect platinum ivc filter was deployed in a similar location with a similar outcome, the primary legs did not expand as intended. Single image of a deployed celect platinum ivc filter demonstrates the primary filter feet to be only 4.4 mm apart. It is presumed this image is of the second ivc filter, and not the first. The physician then reports obtaining a CT of the abdomen which demonstrated the ivc filter needed to be positioned ¿higher in the ivc¿. No images were submitted of this CT to evaluate the patient¿s anatomy, but from the description, it is possible the patient had an atretic ivc or some variant anatomy and the vessel size was preventing the ivc filter legs from opening completely. This indicates the filter performed as intended, for the size of the vessel. Furthermore, the IFU for the celect platinum ivc filter states the ivc needs to be of a minimum size, which by the configuration of the filter, the ivc did not meet this criteria. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: failure of filter expansion/incomplete expansion no product was returned but from the provided information and the imaging review the filter was placed in the ivc that was not suitable for deployment/placement which the successfully expansion of the third filter in a higher position in the ivc also could indicate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.